Event description:
A (B)(6) woman with an ischemic dilated cardiomyopathy, who received a single chamber ICD for primary prevention on (B)(6) 2005. The high voltage lead was a st jude medical, model #1580-60, serial #(B)(4), riata lead. Her ICD had reached the elective replacement indicator. The lead was electrically functioning normally. Prior to replacement, she underwent fluoroscopy which demonstrated externalization of the hv conductors. Due to her relative youth, and local clinical experience with lead extractions, I recommended extraction. The system was completed extracted without complication on (B)(6) 2012. A new system was implanted the same day. She was discharged on (B)(6) 2012. The hospital's first (B)(4) hospital took possession of the extracted riata lead and refused to return it to (B)(4) as recommended in the (B)(4) communication, as well as has been my clinical experience in the past. This is a new policy developed specifically for the riata lead. I request clarification on the FDA's position on this. The hospital's general number is (B)(4).